Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains implanted and the patient remains continues on vad support with no further related issues reported. Analysis of the submitted photograph confirmed the report of a tear in the outer silicone jacket near the metal connector. Reportedly, rescue tape was applied to the site by the vad coordinator, and installation of a clam shell repair kit was not required. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during clinic visit it was observed that the lvad had a tear in the silastic coating near the metal connector of the driveline. No alarms were noted. Rescue tape was applied by the lvad clinician. No clamshell repair was required at that time. No further information provided.